Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving prialt (10 mcg/ml at 1.748 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included spinal tumor. It was reported when the physician interrogated the pump during the follow up process, the motor stall message appeared on the screen of the programmer. The event date was reported to be (B)(6) 2020. No diagnostics or troubleshooting were performed because the physician completed the refill process and updated the pump as always. When the refill was completed, the physician interrogated the pump again and there was no message about motor stall. There were no reported contributing factors. The issue was resolved. There were no reported patient symptoms. The patient status was alive - no injury. Further complications were not reported.

Event description:
Additional information was received. It was reported an MRI was performed the date the motor stall occurred, which was on 2020-sep-03, and the motor stall was discovered on 2020-sep-11.

Manufacturer narrative:
H6: fdd updated to c63214. Fdc updated to 22. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.